Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "multiple air bubbles during infusion of phenylephrine." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. The sample was spiked on a 250 ml baxter bag of 0.9% nacl. The returned set was first tested for leakage per specification with passing results. In an attempt to replicate the reported event, the set was then ran on the space pump for approximately 30 minutes without any alarms or visible air in line. Retain samples were pulled and tested and based on the retain sample evaluation, no defects were noted. The sets were functionally tested with passing results. They were also ran on the space pump and no alarms were produced. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature.